Event description:
The customer requested a log review because of a patient death. Although no device malfunction is being alleged, the customer wants to know the programming details for the two infusions that the patient had been receiving, vancomycin and solumedrol. Intended programming was not provided but the customer stated that the patient had received vancomycin previously and that the ¿solumedrol was expired by one day¿. Although requested, the devices have not been returned for investigation. The customer is uncertain whether the devices will be returned and stated that the medical bags have been sent to the coroner. The customer stated that no further patient or event details are available.

Manufacturer narrative:
(B)(4). Although requested, logs/device have not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for eval.